Event description:
User experienced leak from under the analyzer and onto the floor. No pt samples were affected and no operators were harmed. The field service rep determined there was a problem with the tube stopper wash station and replaced the tube stopper. He also noted there was a hole in the washstation tube stopper. Performance tests were performed.